Event description:
It was reported that during open procedure, the trigger had a difficulty in returning to the home position. Besides, the clip ejected. Another competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Did any of the ejected clips fall into the patient?---no. If so how were the clips retrieved? ---na. Was the procedure altered in any way? ---no. If so please explain: ---na. Was patient care altered in any way? ---no. If so please explain: ---na. Was there any torquing or twisting when the device was being fired? ---no. Was the clip fully advanced into the jaws prior to firing? ---no.